Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance during advancement and the micro-guidewire protruded from the side of the microcatheter tip wall. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm) embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 12mm. It was reported that for avm embolization, the operator planned to use an apollo microcatheter for gel embolization. The guidewire was inserted into the microcatheter and advanced into the middle catheter. Resistance was encountered during advancement, and upon removal, the micro-guidewire was found to have protruded from the side of the microcatheter tip wall. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The catheter was crushed in the distal section.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was unknown if there were any causes or contributing factors for the event identified. The guidewire was not a medtronic product.